Event description:
Customer biomed reported that bedside pt monitors were not connecting to their acuity central station and that the mouse and keyboard on acuity were not responding. The acuity system clock was frozen at a time 1.5 days earlier, indicating that the system had been frozen for that long. The customer would not have been able to monitor pts from this acuity system while frozen, although bedside monitoring would have been unaffected if any pts had been connected to the system. There were no pts connected at the time the system froze. Tech support asked the customer to hard boot the cpu by removing and then restoring power. The reboot restored operation.

Manufacturer narrative:
Method, the customer did not return the device for evaluation. Engineering analysis proceeded by device log analysis. Conclusion, based on the testing performed on the same model of cpu, the only way to reproduce a system freeze like that shown is to disconnect the keyboard cable from the connector. MFR's evaluation summary: the device is an installed centralized pt monitoring system that utilizes a (B) (4) central processing unit (cpu) and related computer network peripherals. The device receives, analyzes and displays pt vital signs data from multiple bedside multifunctional pt monitoring devices through either wired or wireless connections. Investigation proceeded by analysis of the subject device's internal log files. Examination of the log files found that confirmed that the system froze at approx 05:50 on (B) (6) 2009, the last entry in the log. The next entry in the log is when tech support directed the customer biomed to cycle power to the system at 15:14 on (B) (6) 2009. Disconnecting the keyboard is the only way that we have been able to duplicate a system freeze on this model of cpu, indicating that as the likely cause. At the time of the call, tech support confirmed with customer that all the components and cables were securely connected. The keyboard and display worked fine after the reboot, indicating that they were probably not defective. It is possible that someone at the hospital inadvertently disconnected the keyboard or screen, then noticed that they had disconnected it, and then reconnected it, but by then the system had frozen. We have no way to confirm that as a cause from the available evidence. Acuity tech support assisted the customer in cycling power to restore normal operation.